Event description:
Information was received indicating that this extension set exhibited leakage. The leak was noted from a hole in the filter. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation summary: the samples were visually inspected at a distance of 12" to 24" under normal conditions of illumination. Delamination was found to be within published specifications. Leak testing on all the samples received were performed using hydrostat vessel to look for unusual functions; no leaks were detected from the filter, the delamination joins nor other solvent bonds. The bonding operation in all joints were reviewed in order to verify that the operation was correctly performed by the operator; no discrepancies were found. Verification that production personnel were performing visual inspection in order to detect delamination or any other workmanship defects was done; no discrepancies were found. A review of the production floor was conducted, a sample of 32 units were taken in order to verify that all joints are properly adhered and the delamination is within specification; no discrepancies found. Four samples from the production floor were leak and durability tested using a hydrostat vessel and chatillon force gague respectively. No discrepancies were detected during leak/pull testing; successfully passed. Based on these investigation results, the most probable root cause is that the filter became damaged after the product left smiths medical facilities. No corrective actions are required since the complaint was not confirmed and the root cause could not be attributed to the manufacturing process. Smiths medical regularly analyzes product complaint data and trends, and will take further actions accordingly.